Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing sets. The tubing sets were being used to deliver unspecified solutions. The customer contact reported that during priming, the clave ports were inverted and tapped to remove air in the clave. After unspecified lengths of time in use, the clave ports of the tubing sets were accessed with unspecified syringes to deliver unspecified medications. The customer contact indicated that any air that was in the syringes was removed prior to connecting the syringes to the clave ports. The customer contact reported that after the syringe deliveries were initiated, air was noted in the tubing distal to the clave ports and the air was reported to be moving. The syringe deliveries were stopped and the syringes were removed. A second empty syringe was connected to the clave ports and the air was removed from the tubing sets. The syringes with the medications were reconnected to the clave ports and the deliveries were completed. It was reported that no air was delivered to the pts. There were no reported adverse pt effects and no reported delays in therapy critical for these pts. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the devices involved in the report were discarded. The customer was able to identify a possible lot number 660365h; however, it is unk if all the incidents involved product from this lot. One sealed device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).